Event description:
It was reported that the pt was riding a bike and "felt something." The pt had the acticon neosphincter replaced on (B)(6) 2013 due to fluid loss. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Returned device analysis results indicate the balloon had a leak at the adapter junction from fatigue. The cuff was found to be within specification. The pump was found to be within specification. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.